Manufacturer narrative:
This report is submitted on september 14, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced chronic irritation of the soft tissue at the implant site. Subsequently, on (B)(6) 2017, the patient was placed under general anesthesia in order to remove the abutment. A cover screw was placed on the fixture and was left insitu.